Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 18-sep-2019 and inspection of the unit was performed on 23-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, distal tip annual maintenance, failed dry leak test, prism scratched, failed wet leak test, distal cap/ case cracked, image shadows, light carrying bundle distal cover glass middle scratched. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and approved by final qc on 17-oct-2019: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, objective prism assy, o-rings and seals, distal case/cap, lcb distal cover. The duodenoscope was delivered to the customer on 17-oct-2019 under delivery order (B)(4).